Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission with one episode of non-sustained vt/vf. Analysis of the egm shows high frequency, high amplitude noise seen on both leads. Rv lead noise due to possibly environmental emi was suspected. It was recommended to ask patient about possible source of emi around that time. Patient will be monitored normally.